Event description:
The account alleged when they push the intellidrive handles forward the bed will go backwards. No injury reported.

Manufacturer narrative:
The account replaced the right intellidrive handle to resolve the issue.